Event description:
59-year-old female with a past medical history of ventricular tachycardia (vt), status post (s/p) ablation, dm2, hypertension, dyslipidemia, end stage nonischemic cardiomyopathy, status post (s/p) heartmate 3 left ventricular assist device (lvad), right ventricular assist device (rvad), and tv repair (30 mm mc ring) on (B)(6) 2022. Her postoperative course was complicated by heparin-induced thrombocytopenia. In (B)(6) 2024 in clinic, she was at her baseline with no new symptoms. Weight was down 30lbs since (B)(6). We discussed the possibility of evaluation for heart transplantation. On 2/20/2025 she reports significant dizziness, particularly when transitioning to a standing position. She has persistent dyspnea on minimal exertion. She is fatigued, weak, and sedentary. She was admitted. Computed tomography scan (CT scan) suggestive of biodebris within the bend relief segment of the outflow graft. Right heart catheterization (rhc) (B)(6) 2025 reassuring hemodynamics. She was taken to the operating room (or) on (B)(6) 2025 for release of left ventricular assist device (lvad) outflow graft obstruction. Findings, a moderate amount of biodebris evacuated. She was discharged on (B)(6) 2025.